Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: failure description: two instruments were received. They showed no outward defects. One instrument was marked with a black cable strap. Investigation : a microscope and digital camera were used for the analysis. Both instruments were clean and exhibited no damages, dents or visual wear. In the next step, we checked the mechanical function of each instrument. Then the clamping function was checked. In the first instrument, after rotating the golden knob clockwise up to stop, the little locking piston appeared in the rod take-up interface. After rotating the knob counterclockwise, the piston was still in position. This was correct, because slipping back is not forcibly actuated. After a slight touch with a needle, the piston slipped back fully. This behavior is according to the specification. The cylinder showed dents but not pronounced. In the next step, we performed the same tests on the second product. The clamping function was tested. After turning the knob counterclockwise, the piston was difficult to push back. Finally, it was possible to push back the piston fully. Then we investigated the root cause for the malfunction of the second instrument. A microscopic examination of the piston interface was performed. Here we found dents at the rim of the cylinder. This caused a reduction of the cross section and therefore to a sluggishness of the clamping piston. Batch history review: the manufacturing documents have been checked and found to be according to specifications valid during the time of production. There are no further complaints with the lot or error pattern at hand. Conclusion and root cause : the root cause for the problem is most probably usage related. Rationale : both instruments were damaged during usage. A manufacturing failure can be excluded. A determination of the root cause for the damages cannot be determined. Research and development (r&d) did not determine how the dents appeared. This is the first complaint with this error pattern and we will continue to monitor.

Event description:
It was reported that there was an issue with the rod inserter. During surgery, the rod could not be removed from the inserter. The instrument had a small knob which did not retract and it became stuck. An attempt was then made to detach them manually; sterile oil was applied but it was unsuccessful. Tapping and hammering were performed which finally loosened the items. There was a delay in surgery of 10 minutes. It was noted that this issue has occurred in the past due to insufficient lubrication. Further information was not provided. There was no patient harm reported.